Manufacturer narrative:
Date of event- used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that the device coating detachment occured. A 300cm angled tip v-14 control wire was used in a procedure. However, during procedure, the coating on the device sheared off in the body. No patient complications were reported.